Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in signal loss to the ilet while blood glucose values were not affected. No adverse clinical symptoms reported. Outcomes included no changes to therapy, no medical intervention, and no hospitalization. User support included customer support troubleshooting and education, including toggling settings, restarting the ilet, and advising a pairing wait period. Investigation of this case revealed a communication interruption between the continuous glucose monitor and the ilet with no sensor or pump hardware malfunction identified and no alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and expected bluetooth connectivity behavior.